Event description:
The customer reported that during a test the device displayed a service required message. The customer stated that the device was shocking inside and made a static noise from behind the printer.

Manufacturer narrative:
(B)(4). The customer reported that during a test the device displayed a service required message. The customer stated that the device was shocking inside and made a static noise from behind the printer. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.